Event description:
On (B)(6) 2012, the patient contacted animas and reported that the down arrow keypad button was intermittently unresponsive and required multiple button presses to elicit a response. The patient denied any damage to the rubber keypad or evidence of moisture in the pump. The patient reportedly wore the pump in a pocket on a clip and cleaned the pump with a wet rag. There was no reported adverse event associated with this complaint. This complaint is being reported due to an alleged keypad issue.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2012 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that the up arrow and down arrow keypad buttons were intermittently responsive. All other keypad buttons responded to button presses as expected. There was evidence of keypad contamination found under the down arrow and contrast key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.